Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that four bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: we have had 4 of the IV tubing that has given us an air in line message on the pump.

Event description:
It was reported that four bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: we have had 4 of the IV tubing that has given us an air in line message on the pump.

Manufacturer narrative:
The following fields were updated with possible lot numbers: d4: medical device lot #: 22019051 d4: medical device expiration date: 27-jan-2025 h4: device manufacture date: 27-jan-2022 d4: medical device lot #: 21125975 d4: medical device expiration date:17-dec-2024 h4: device manufacture date: 17-dec-2021 h6: investigation summary: no product or photo was returned by the customer. It was reported that 4 of the IV tubing that has given air in line message on the pump. The customer complaint could not be verified due to the product not being returned for failure investigation. The customer provided possible lot numbers: 22019051, 21125975. A device history record review for model 2426-0007 and possible lot number 22019051 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and possible lot number 21125975 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.